Manufacturer narrative:
The distal end (12 cm) of the lead was returned for analysis. The proximal end was not returned. Final device analysis results revealed - no significant anomalies. All the wires were cut as rec'd. The lead body was cut through (prod segmented). The distal end was intact and undamaged. Conclusion: refers to the fact that only the distal portion of the lead was returned. Lead fracture could not be confirmed since the entire lead was not returned.

Event description:
It was reported the pt experienced a loss of stimulation secondary to a lead fracture. The pt had a return of their preexisting pain. The pt underwent revision surgery in 2008, where the lead was replaced. There was no add'l injury and stimulation was returned.